Event description:
Customers mother and father called to report that there are not any audio tone functions. Troubleshooting was performed and determined that pump was not functioning properly.

Manufacturer narrative:
Bolus stopped alarm during e-21 error test due to high impedance on battery tube connectors. No audio tone due to broken transducer wire. Unit passed seat/rewind, basic occlusion and occlusion tests.